Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient thought their controller battery was going dead because if they got the ins to start charging it took like 3 hours. When recharging the ins the screen would turn off and would not turn on until they reset the controller. When recharging the ins the controller screen would go to a white screen which happened more than one time. Also they would get the square lock icon to appear then freeze on them so they had to reset the controller. The patient's issues started about three weeks ago. The patient mentioned nothing was wrong with the belt for it was old and just wanted another one. During call the patient verified no damage to the controller port, the patient did not have the recharger with them to examine. The issue was not resolved. An email was sent to the repair department to replace the controller and belt. No patient symptoms were reported.

Manufacturer narrative:
H3: analysis of the [controller], model [97745], s/n (B)(6), revealed : cracked/worn/broken front case. Screws stripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.